Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked but not into separate pieces, during use in the patient. Hemostasis was achieved by manual compression for 20 minutes there was no reported patient injury. The device was stored and prepped according to the IFU. The device storage temperature did not exceed 25 °c. No unusual force was necessary during use of the device. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile ¿mynx control vcd 5f¿ was returned inside of clear plastic bag for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was not returned for analysis. The stopcock was set on the closed position. The sealant remained in the manufacturing position. The sealant sleeve assembly was observed with a severe outward kinked/bent condition with blood saturation. The procedure sheath was not returned for analysis. No damages in the atraumatic wire were observed. Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon and was verified to be within specification. Per functional analysis, a deployment functional test was performed. The button 1 of the returned device was fully depressed with the clock symbol visible in the tension indicator window, which matched the intended use mynx control instructions for use. Button 2 was fully depressed during the device failure investigation with no resistance felt, and the balloon was completely retracted into the advancer tube as intended per the mynx control IFU. Per microscopic analysis, the sealant area was inspected, and the sealant sleeve assembly presented with a severe outward kinked condition. The sealant remained in the manufacturing position, exposed to blood. There was no crack observed in the sealant sleeve assembly of the returned device. A product history record (phr) review of lot f2222109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant sleeves cracked¿ and ¿deployment difficulty-premature during prep¿ were not confirmed due to the condition in which the device was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked but not into separate pieces, during use in the patient. Hemostasis was achieved by manual compression for 20 minutes there was no reported patient injury. The device was stored and prepped according to the IFU. The device storage temperature did not exceed 25 °c. No unusual force was necessary during use of the device. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The device is being returned for evaluation.addendum: product evaluation on (B)(6) 2023 revealed that the sealant was prematurely exposed along the catheter of the 5f mynx control vcd.